Event description:
Hamilton co was informed on july 1, 2004, of an event that occurred in 2004, the hamilton microlab at + 2 instrument reprtedly mispipetted samples. No death or injury resulted from this event.